Event description:
This report is being filed after the subsequent review of the following journal article: fixed-angle volar plates in corrective osteotomies of malunions of dorsally angulated distal radius fractures. Gul, m., kabukcuoglu, y., kilic, a., ozdogan, u. & sokucu, s. (2011) fixed-angle volar plates in corrective osteotomies of malunions of dorsally angulated distal radius fractures. Turkish association of orthopaedics and traumatology: 45(5): 297-303. This was a retrospective study of 17 patients (10 male, 7 female: mean age 41 years (range: 18 to 67)) who were referred for symptomatic malunion of the distal radius. The study was conducted between 2005 and 2009. All patients were treated with an opening wedge osteotomy with a fixed-angle volar plate and cancellous bone grafting. Synthes 2.4 mm locking compression plate (lcp) distal radius systems and 2.3 mm acu-loc made by acumed were used as fixed-angle plates in this study. Radiological measurements were taken pre and post-operatively. Assessments were also made and compared including degree of degenerative changes in the radiocarpal joint, forearm pronation/supination and wrist flexion/extension range of motion and grip strength. Functional evaluation was performed with a turkish version of the disabilities of the arm, shoulder, and hand quick form (q-dash) questionaire (14 patients started with a score over 20 points before the surgery). Radiological healing was achieved in all osteotomies postoperatively. Patients were followed for 12-38 months. There were 2 patients with q-dash scores >20 after the surgery, while most others decreased as a result of the treatment. Grade 2 osteoarthritis was detected in 3 patients at the end of the follow-up period. One patient had complaints associated with tendinitis in the flexor pollicis longus. It was noted that the surgical materials in these patients were removed in the sixth postoperative month. This report is 1 of 1 for complaint (B)(4). This report is for an unknown plate.

Manufacturer narrative:
Gul, m., kabukcuoglu, y., kilic, a., ozdogan, u. & sokucu, s. (2011) fixed-angle volar plates in corrective osteotomies of malunions of dorsally angulated distal radius fractures. Turkish association of orthopaedics and traumatology: 45(5): 297-303. This report is for an unknown locking compression plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.